Manufacturer narrative:
The account isolated the problem down to a stuck switch in the right siderail. He replaced the knee down switch to repair the bed.

Event description:
The account stated the knee function will rise one inch, stop, and when the switch is released, will run back down unintentionally.